Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm micl13.2 implantable collamer lens, -11.0 diopter, in the patients right eye (od) on (B)(6) 2018. The lens was explanted and exchanged within the same surgery, on (B)(6) 2018 due to excessive vaulting. The lens was exchanged for a shorter lens and the problem was resolved.

Manufacturer narrative:
Device evaluated by MFR : device evaluation: the lens was returned in liquid in lens vial. Visual inspection found one haptic torn. There was evidence of residue on the lens. Corrected data: date of event -(B)(6)2018 claim #(B)(4).